Event description:
It was reported that the patient experienced a low blood glucose while using an ilet system with a dexcom g7 after announcing a small snack as a meal using the ¿less than¿ option, which constituted an incorrect procedure; the event was managed with oral glucose in the form of orange juice. Symptoms included hypoglycemia with a lowest sensor glucose of 59 mg/dl. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement, with the user interface implicated only as the context of use. It was concluded that failure to follow instructions was the primary cause. It was further concluded that an unintended use error caused or contributed to the event.